Event description:
Sections (f3-f7), (f8-10), (f11-13) and (f14) was not reported on supplementary report (6000034-2021-01031). These sections are now reported with correct data. This report is submitted on july 27, 2021.

Event description:
Per the clinic, the recipient experience swelling at the implant site and subsequently was treated with oral steroid (date and duration not reported).